Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305180 and lot numbers 2144983 and 2175384. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10

Event description:
It was reported that an unspecified number of bd¿ blunt fill needles from lots 2175384 and 2144983 had black particles on their shafts, compromising their sterility. The following information was provided by the initial reporter: "verbatim: 1. Bd 18 g x 1 ½-inch blunt fill needles may not be sterile. 1. Black particles/flecks/debris were found... 2. Some needles had the particles adhered to the needle shaft."

Event description:
It was reported that an unspecified number of bd¿ blunt fill needles from lots 2175384 and 2144983 had black particles on their shafts, compromising their sterility. The following information was provided by the initial reporter: "verbatim: 1. Bd 18 g x 1 ½-inch blunt fill needles may not be sterile. 1. Black particles/flecks/debris were found. 2. Some needles had the particles adhered to the needle shaft."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2175384. Medical device expiration date: 31-oct-2027. Device manufacture date: 24-jun-2022. Medical device lot #: 2144983. Medical device expiration date: 30-sep-2027. Device manufacture date: 24-may-2022. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.